Event description:
Facility reported: "endotracheal tube cuff would not deflate. In-patient failure. Tested others with same lot number and found same problem. Pull off shelf and returned to material management dept."